Event description:
It was reported that when plugging in the transmitter, there was a burning smell and smoke. The transmitter was replaced.

Manufacturer narrative:
No conclusion code available; final analysis found that the field complaint of the transmitter emitting a burning smell and had smoke coming from it was not confirmed. (B)(4).